Event description:
A copy of a clinical case report was found, regarding "icl explant due to ocular hypertension, reduced endothelial cell count and anterior sub capsular cataract due to patient selection error". The article involved a 24-year-old female with high myopia, following post icl placement in left eye (os). After post-op period, the patient presented with ocular hypertension that was controlled with antihypertensives, she achieved iop control a month after the operation, but after a few months post-op, she presented with a low endothelial cell count and an anterior subcapsular cataract, for which it was decided to explant the icl . Finally, cataract surgery was performed and a monofocal iol was implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6: health impact- clinical code: 4581 - reduced endothelial cell count. H6: health effect impact code: 4644 - antihypertensives. H6: health impact - additional surgery: 4625 - cataract surgery, iol implanted. Claim # (B)(4).